Event description:
It was reported the patient had a lead fracture in 2018 noted by an increase in impedance. No surgical intervention has been reported to date. No additional relevant information has been received to date.